Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: impaired healing and device extrusion. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 41-year-old female patient underwent a breast augmentation revision with a 325cc mentor memorygel breast implant and experienced impaired healing and device extrusion on the right side post-operatively, which was diagnosed with an exam. It was reported that the would was opening and that the device was coming out. As a result, the patient underwent explantation on (B)(6) 2025.

Manufacturer narrative:
On october 13, 2025, the mentor failure analysis lab has received the device for evaluation. On october 20, 2025, the evaluation for the device was completed. Device evaluation summary: during visual evaluation no apparent damage or visual anomalies were observed on the returned device. Extrusion may occur when the wound has not closed or when tissue covering the implants weakens. The incidence of extrusion has been shown to increase when undue pressure is applied on the tissue located over the device, trauma to surrounding tissues may lead to thrombosis, delayed wound healing, improper size, placement, larger sized implants, use of steroids in the surgical pocket and microwave diathermy. Radiation therapy has been reported to increase the likelihood of extrusion. Extrusion may require additional surgery and possible removal of the implant, which may result in additional scarring and/or loss of breast tissue. Some patients may experience a prolonged wound healing time. Delayed wound healing may increase the risk of infection, extrusion and necrosis. Depending on the type of surgery or the incision, wound healing times may vary. Delayed wound healing is a known complication associated with these devices and is referenced in our current product insert data sheet. The contralateral device was also received (lot number 9569260). The patient did not report any issue with this device. Therefore, no further analysis of the contralateral device is required. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria: since no malfunction was observed during the investigation. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).